Event description:
It was reported that the patient presented in clinic for a normal follow up. Low high voltage lead impedance was observed. When patient presented for a replacement, lead impedance were within normal range. It was decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information was received that notes the lead was capped.